Manufacturer narrative:
The device was returned and an evaluation/analysis was completed. Product history review revealed that there were no issues related to the complaint discovered when reviewing the product history of console (B)(6). The exact root cause of reportedly distorted alarm audio on (B)(6) could not be determined as the issue did not reproduce during testing. Investigation revealed some internal communication anomalies between main computer and power manager board, which could have been related to the reported sound issue. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D1 device brand name was corrected accordingly.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the controller exhibited an unknown alarm noise. The automated impella controller (aic) audible alarm notification wasn't typical ¿beep¿ sound, rather a chirping sound. The resolution for this issue is unknown. It was reported that the procedure was successful.

Manufacturer narrative:
D6a and d6b should have been left blank on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.